Event description:
Customer reports to have high blood glucose of above 600 mg/dl. Customer also reports to have air bubbles in reservoir. Customer was able to lower blood glucose by changing the infusion set. Air bubbles was cleared through troubleshooting. Customer's blood glucose at the time of call was 96 mg/dl. Customer was advised to monitor insulin pump for air bubbles. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).